Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins).  Pt states that they had a fall six months ago and another two months ago. Since the first fall, the pt reports trying to adjust stim but they cannot get it in their right leg as they  would like, pt only getting stim in the left buttock area. Agent reviewed having system evaluated, reviewed options as the pt does not have a managing doctor. Pt inquired about having system explanted.